Event description:
It was reported to medtronic minimed that the customer reported the pump did not work after the pump was dropped and the pump rattled. The customer reported no adverse events. The event involved product(s) mmt-1712kl. The customer reported that the pump was dropped/bumped with no visible pump damage. The pump rattles while the reservoir is inside the pump. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. No unexpected alarms noted in history download. Unit passed the self test. Audio options screen was set to low and high volume with vibrate. All volume and vibrate settings were functioning accordingly. No volume anomalies or alarms noted during testing. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including the motor flex connector were plugged in properly. However, during deconstructive analysis, corroded vibrator/harness board and electronic assembly was noted. Unit was received with the following battery tube threads - cracked, label damage (faded), cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, unable to confirm customer concern of tone/vibrator anomaly due to unit alerts successfully as design. However, during testing of unit, intermittent button response was noted when traveling the menu options. During deconstructive analysis, corroded vibrator/harness board and electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.